Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: model number was not reported and is unknown even after good faith efforts were exhausted. D4: lot number was not reported and is unknown even after good faith efforts were exhausted. D4: catalog number was not reported and is unknown even after good faith efforts were exhausted. D4: expiration number was not reported and is unknown even after good faith efforts were exhausted. D4: unique identifier (UDI) was not reported and is unknown even after good faith efforts were exhausted. D6a: implant date was not reported and is unknown even after good faith efforts were exhausted.

Event description:
It was reported via text message thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted in a patient at an unspecified time. A physician reported via a text message that at an unspecified time point the patient had a thrombus which required a thrombectomy procedure. The thrombus was removed endovascularly with an angiovac. The patient was reported to be doing well. There was no further information provided.